Event description:
Shiley 8 cuffed trach placed in operating room due to prolonged intubation on (B)(6) 2021. Cuff leaked noted on (B)(6) 2021 and increasing o2 requirement since getting trach. FDA safety report ID # (B)(4).